Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to low blood glucose. The customer stated that for the last couple of days his blood glucose reading had been below normal. On the incident day, the customer was sweating and incoherent so they had called 911. His wife gave him glucose and juice. When they were in the hospital they discovered that the insulin pump over delivered insulin. They had just changed the infusion set the night before but the reservoir was more than half empty. The customer's blood glucose level during the incident was 70 mg/dl. The customer's blood glucose level at the time of admission was 20 mg/dl. Troubleshooting was performed and it was found that the drive support cap was damaged. The device will be returned for analysis.

Manufacturer narrative:
The information provided in pt weight was incorrect with the initial report. The correct information has been provided with this report. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected pump delivering on its own noted during testing. Drive support disk was inspected and no anomaly was noted. The insulin pump functioned properly. The insulin pump received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. The insulin pump passed the delivery accuracy test at 0.08850 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.